Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system and the customer was stuck in rewind complete/bolus delivery loop. The customer's blood glucose level was 139 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The customer stated that the drive support cap protruded. The insulin pump will be returned for the analysis.